Manufacturer narrative:
No hospital/medical records or medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a balloon expandable stent dislodged from the pta catheter after being loaded onto a guidewire. The healthcare provider reported that another balloon expandable stent was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 6mm x 26mm x 120cm balloon. No kinks or bends were observed on the catheter. The stent was returned fully covering the balloon and centered between the marker bands. The balloon was examined under magnification and stent crimp marks were visible on the balloon. Bent struts were noted near the midpoint of the stent. The distal end of the stent and distal marker band were noted to be bent inwards and slightly flattened. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with resistance at the distal marker band. The stent was not loose on the balloon. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for device-device incompatibility and a bent marker band/stent, as an in-house guidewire was difficult to advance through the catheter due to the distal marker band and stent being bent and flattened. The investigation is inconclusive for a dislodged/dislocated stent, as the stent was returned in its original location and was not loose on the balloon. It is likely that the bent and flattened marker band and stent contributed to the reported issues loading the guidewire through the catheter. It is unknown whether issues handling the balloon contributed to the flattening of the marker band and stent. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the valeo instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
New information: it was reported the stent did not dislodge from the balloon. The health care provider reported the device was unable to be loaded over a guidewire.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.